Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers were not seen. A field service engineer (fse) replaced the pyxis module controller card for drawer 2 and the drawer controller for drawer 5. The fse tested the drawers using the hardware test application (hta), and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there had been a drawer failure. Initially, the station was not powered on, and the team had worked with the on-site automation team to systematically determine which drawer was causing a circuit break and unplug it. Power was then restored to the device, and all other drawers were operational. The 3rd drawer up from the bottom in the auxiliary drawers was identified as the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.